Manufacturer narrative:
We were informed that the device was discarded. A review of the device history records for the reported finished good lots and raw material components identified no quality issues during the incoming, manufacturing, in-process or final inspection processes. Samples were not available for evaluation however it was determined that the residue could have been silicone particles/residue that fell from the blade component. This type of event can occur when there is inconsistency in the lubricant/silicone. It is possible the silicone solution was not in optimal conditions or the devices may have been removed from the ovens before the lubricant was set and dry. The finishing department has recently review and implemented process improvements to prevent this type of event. The silicone solution is changed on a timed schedule and the dipping process is monitored for quality coating of the blade. The curing process includes color coded clock-in and clock-out identifiers to prevent the device from being removed from the oven prematurely. Also, an intelligent timer was installed in the finishing cell allowing the operator to know when the silicon must be changed and avoid the drying of the solution.

Manufacturer narrative:
The device involved in the reported event was requested however it was not received.

Event description:
A report from a user facility in (B)(4) stated that according to the surgeon some residue was seen in the eye after using the e7600 ophthalmic knife. Although the residue couldn't be removed there was no impact on the patient.